Manufacturer narrative:
Patient weight: (B)(6) kg. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(6) clinical study. It was reported that the patient experienced atrial tachycardia. On (B)(6) 2020, following an ablation procedure on (B)(6) 2020 with an intellanav mifi open-irrigated catheter, the patient experienced symptomatic atrial tachycardia during hospitalization and underwent a re-ablation procedure on (B)(6) 2020 (also reported as (B)(6) 2020).

Event description:
Interrupt af pm009 clinical study it was reported that the patient experienced atrial tachycardia. On (B)(6) 2020, following an ablation procedure on (B)(6) 2020 with an intellanav mifi open-irrigated catheter, the patient experienced symptomatic atrial tachycardia during hospitalization and underwent a re-ablation procedure on (B)(6) 2020 (also reported as (B)(6) 2020). It was further reported that the index procedure was (B)(6) 2019. The atrial tachycardia was determined to be not related to the study procedure, not related to the study device, and possibly related to a worsening of a pre-existing condition.

Manufacturer narrative:
Patient weight: 94.1 kg.

Manufacturer narrative:
Patient weight: 94.1 kg.

Event description:
Interrupt af pm009 clinical study. It was reported that the patient experienced atrial tachycardia. On (B)(6) 2020, following an ablation procedure on (B)(6) 2020 with an intellanav mifi open-irrigated catheter, the patient experienced symptomatic atrial tachycardia during hospitalization and underwent a re-ablation procedure on (B)(6) 2020 (also reported as (B)(6) 2020). It was further reported that the index procedure was (B)(6) 2019. The atrial tachycardia was determined to be not related to the study procedure, not related to the study device, and possibly related to a worsening of a pre-existing condition. It was further reported that the event was not resolved/recovered.